Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was not returned to fisher and paykel healthcare (fph) for investigation as it was discarded at the hospital facility before the incident was reported. The hospital staff provided additional information regarding the reported complaint. Our analysis is accordingly based on the information provided by the hospital staff and our knowledge of the product. The hospital staff reported that the patient was receiving nasal CPAP therapy when the chamber leak was observed. The chamber was in use for 48 hours when the incident occurred. The water bag was mounted approximately 60cm above the subject chamber. The chamber was not cleaned before it was used. It was also reported that the chamber did not come into contact with a disinfectant. Without the complaint device, we are unable to determine what may have caused the problem reported by the hospital. If the complaint device was returned, it would have been visually inspected and pressure tested for leak. All mr290 chambers are visually inspected and pressure tested before they leave the production line. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the subject mr290 chamber was released for distribution. The user instructions that accompany the mr290 chamber state the following: "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, or rare occasions, could lead to a loss of ventilation pressure." "Ensure there is a water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in the UK reported that an mr290v vented autofeed humidification chamber leaked after 48 hours of use. No patient consequence was reported as a result of this incident. The complaint mr290 chamber was discarded at the hospital facility before the incident was reported to fisher and paykel healthcare (fph).